Manufacturer narrative:
A steris service technician inspected the processor and found the lid latch required adjustment. The technician adjusted the lid latch, ran test cycles and confirmed the processor to be operating properly. No additional issues have been reported. The system 1e's operator manual states (pp.7-4), "do not force lid to close." Steris will advise user facility personnel of the proper use and operation of the system 1e.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury or procedural delays or cancellations.